Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a no delivery after she changed her reservoir. The patient's blood glucose before she changed the reservoir was 124 mg/dl, but afterwards it was 388 mg/dl. The customer identified crystallization right where the reservoir connects to the pump, and that she sometimes sees it on the line and on multiple spots within the reservoir. The customer describes the crystallization as "white matter" and that it usually appears within 24 hours of a reservoir change. She has reported this issue on previous occasions and has already received a replacement pump, but the "white matter" anomaly persists. The customer confirmed with her doctor and two diabetes trainers that she is using her diabetes treatment products in the proper manner. The reservoir in question will be returned for analysis and a replacement reservoir, infusion set, and cannula was shipped to the customer.